Manufacturer narrative:
The fse determined a plugged fitting at pinch valve pv40 prevented the vent waste chamber (vc3) from properly draining and the needle bellows overflowed as a result. The fse cleaned pv40, removing the plug at the fitting. The fse replaced the blood sampling valve (bsv) actuator to resolve the hemoglobin mode to mode reproducibility issue.

Event description:
While on site to investigate an unrelated issue, a beckman coulter (bec) field service engineer (fse) discovered a leak from a coulter lh 500 hematology analyzer. The leak was a result of an overflow from the needle bellows. The volume of the leak is not known. In addition, hemoglobin (hgb) quality control (qc) results were not matching mode to mode. The fse was wearing gloves when the leak was found. There were no reports of exposure to the leak. There were no erroneous patient results generated in connection with this event.